Event description:
(B)(4). It was reported by the consumer that he had two incidents involving the transport wheelchair, unknown model and serial numbers. Allegedly, on the first incident he was sitting on the chair and the brace/bar that attaches the arm to the frame broke, resulting in a fall without injuries to report, and the consumer repaired the unit on their own. The second incident occurred when he tried to stand up with the help of a caregiver, who locked the chair into place, and the other side front bar allegedly broke causing him to fall backwards. This time he sustained a bump to his head. However, he did not seek medical attention.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown transport wheelchair, serial number/date code is unknown. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4) - it was reported by the consumer that he had two incidents involving the transport wheelchair, unknown model and serial numbers. Allegedly, on the first incident he was sitting on the chair and the brace/bar that attaches the arm to the frame broke, resulting in a fall without injuries to report, and the consumer repaired the unit on their own. The second incident occurred when he tried to stand up with the help of a caregiver, who locked the chair into place, and the other side front bar allegedly broke causing him to fall backwards. This time he sustained a bump to his head. However, he did not seek medical attention.

Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued MFR report #1525712-2012-01883 indicating the manufacturer as unknown. The actual manufacturer is garden city. The initial report was issued under registration #1525712, invacare (B)(4). The correct registration # is 1125779, probasics by pmi. (B)(4) no RMA has been initiated for this issue. Model unknown transport wheelchair, serial number/date code is unknown. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.